Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an autocapture test on remote transmission, post-paced t-wave oversensing was observed. Programming changes will be made if post-paced t-wave oversensing episodes continue to be observed during the autocapture test. There were no adverse consequences to the patient.